Event description:
It was reported during an atrial fibrillation (afib) procedure, a map shift was seen after patient moved. A 5 mm shift was noticed by a catheter appearing outside of previously mapped geometry. No error or warning messages were seen. There was no patient injury reported in this case. Upon request, the bwi field representative provided additional information on the event. The acl function was in use during the case. The map moved 5 mm in relation to the known position of the lasso catheter in the vein. Only the map shifted. Reference patch movement was not observed. The case continued with a new map.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported during an atrial fibrillation (afib) procedure, a map shift was seen after patient moved. A 5mm shift was noticed by a catheter appearing outside of previously mapped geometry. No error or warning messages were seen. There was no patient injury reported in this case. Log and recording files related to the case were sent to the carto manufacturer (htc). Htc investigated the files and found that the map shift was caused by a metal object that was located too close to location pad electromagnetic field and also by the patient movement. (B)(4). Both of these complaints have also been reported to the FDA. It was found that these map shifts were caused also by metal object too close to the (fluoroscopy). The customer was instructed on the proper fluoroscopy sid recommendations. There has been no occurrence of the map shift since then. The device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.